Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve (serial (B)(6)) was chosen for implantation using a flexnav delivery system. The patient presented with coronary artery disease, a history of complete right bundle branch block (crbbb), and lack of calcification on the aortic valve. Before implantation of the valve, balloon aortic valvuloplasty (bav) was performed which resulted in atrioventricular (av) block. The navitor was then placed successfully at a depth of non-coronary cusp: 4mm, left coronary cusp 4mm. The av block did not improve with the navitor implantation but it did not worsen. A permanent pacemaker was implanted to treat the heart block. The patient was reported to be stable. There was no clinically significant delay. The av block and subsequent intervention was not related to the abbott device.

Manufacturer narrative:
An event of heart block after portico device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the patient had a history of complete right bundle branch block, there was a lack of calcification on the aortic valve, and that the valve was implanted with 4mm depth from the non-coronary cusp. Additionally, it was noted that a balloon aortic valvuloplasty (bav) was performed, which resulted in atrioventricular block. Based on all available information, the heart block is due to procedural conditions (pre-bav combined with patient medical history). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.